Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was getting their implantable neurostimulator (ins) replaced. No symptoms were reported. Additional information was received from the manufacturer representative on 2017-sept-06. It was reported that the patient had their percutaneous leads replaced with paddle leads. The manufacturer representative stated that they showed up to the surgery and found out that the leads were being replaced because they had moved. Afterwards, the patient was doing great and had great stimulation in the right areas of pain. It was noted that the issue occurred about a year prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.